Event description:
The customer reported that the system intermittently would display a "kv on" error message and would shut down without command. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.